Event description:
Patient reportedly had three v-go devices fall off prior to the 24hrs. Patient stated she cleans the area then prep the location with the alcohol swabs prior to attaching the v-go. Patient stated she has noticed that she does sweat a lot when working in her garden and advised that may be the cause of the devices falling off. Patient stated the v-go stays applied at least 14hrs before reportedly falling off.